Event description:
The customer reported the system continued to fluoro after releasing the foot pedal. The doctor's hand was inadvertently exposed to x-rays. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the extended fluoro function was turned on. The ge representative turned off extended fluoro at the customer's request. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.